Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b4, d10, e4, g4, g7, h2, h3, h6, h10. The device was returned to the manufacturer. Therefore, the returned product was received and evaluated. During the analysis, it was noticed that the cannula was blocked by a plug of cement, which prevented the monomer to flow inside the device cylinder. The reported event "monomer not entering" was confirmed through a product analysis and the investigation concluded that the reported event was likely do to user error. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions and asking customer to refer to instructions for use. 2 similar complaints were recorded for optipac 60 refobacin bone cement r-3, reference (B)(4), batch 824ca09185. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the blue lid for bag holder was pressed, it did not perforate the monomer bags.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d2, e1, e2, e3, g1-2, g3, g4, g5, h2, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed the device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the blue lid for bag holder was pressed, it did not perforate the monomer bags.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the product is conform and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that when the blue lid for bag holder was pressed, it does not perforate the monomer bags.